Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device would not power up. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the activity log showed no evidence of the device shutting off and not being able to turn back on for a minute. Additional log review did show device resets occuring and one of those resets indicated it was due to a user button press. The battery involved was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device shut down and would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.